Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the white tube and red connector assembly on the PICC were disconnected from each other.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnected connector is confirmed but the exact cause remains unknown. One 4 fr groshong nxt two-piece connector was returned for investigation. The catheter was returned trimmed at the end of the strain relief sleeve. The red luer hub was detached from the extension leg and white over-sleeve. Clear residue was observed on the red hub which appeared to be adhesive. One photo sample of an assembled 4 fr groshong two ¿ piece connector was also provided for evaluation. The photo sample corresponded with the returned physical sample. Tactile evaluation of the extension tubing did not reveal evidence of tensile weakness. The red hub was re-inserted into the extension tubing and with the white over-sleeve. A tight fit was noted and disassembly required additional force and manipulation. Based on the condition of the returned sample, possible contributing factors include excessive force or manipulation of the connector during use and improper assembly. Since the connector was observed to be detached from the white over-sleeve and extension tubing, the complaint is confirmed; however, the exact factors which led to the reported event remain unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the white tube and red connector assembly on the PICC were disconnected from each other.